Manufacturer narrative:
Smith & nephew, inc. Endoscopy div. Is submitted the enclosed report to comply with 21 cfr 803, the MDR regulation. The report is based upon information obtained by smith & nephew inc. Endoscopy div., which the company may not have been able to investigate or verify prior to the date of the report which was required by FDA. This report does not constitute an admission that the device, smith & nephew, inc. Endoscopy div., or its employees caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, smith & nephew, inc. Endoscopy div. Or its employees, that the report constitutes an admission that the device, smith & nephew, inc. Endoscopy div. Or its employees caused or contributed to the event described in the report. H10: product is not being returned for evaluation therefore, no determination could be made for the reported incident. K-7663 06/15/2006

Event description:
Using the beach chair with face mask attached, the pt developed abrasions on both sides of the face from the straps. This was discovered after the shoulder case was completed. The or charge nurse stated the pt's skin was bleeding from the straps that the rep. Attached. The pt was treated with antibiotic ointment. The sales rep. Stated he didn't know why this happened other than the straps were possibly tightened by the anesthesiologist who was not familiar with the product and the pt was moved while in the beach chair. Rep. Indicated he did see the abrasions and the bleeding.